Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have experienced the f-94 alarm. This event was not reported by the customer. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during preventative maintenance. Functional testing identified the f_94 alarm. The cause of the alarm was determined to be a damaged main battery. To correct the condition, the main battery was replaced. The device was serviced and restored to a good working condition and returned to the customer. If additional relevant information is received, a supplemental report will be submitted.